Event description:
The user facility reported that three of their mayo hegar needle holders have caused suture needles to break. The procedures were completed successfully. No report of injury.

Manufacturer narrative:
The device subject of the reported event was returned to the supplier for evaluation. The device was tested and found to be operating according to specification. No issues with the function of the device were noted. The mayo hegar needle holder IFU states, "use of a device for a task other than what it is intended for will usually result in a damaged or broken device. Prior to use, inspect devices to ensure proper function and condition. Do not use devices if they do not satisfactorily perform their intended function or if they have physical damage. Avoid mechanical shock or overstressing the devices. Close distal ends prior to insertion or removal through cannulas." Steris offered in-service training on the proper use and operation of the mayo hegar needle holder; however, the user facility declined. No additional issues have been reported.

Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available. UDI related data clarification - the lot/serial number is unknown, therefore, the applicable production identifiers were not included in the MDR.

Event description:
The user facility reported while using their dorsey fenestrated grasper during patient procedures that a screw fell into the surgical field. No report of injury or procedure delaythe user facility reported that three of their mayo hegar needle holders have caused suture needles to break. The procedures were completed successfully. No report of injury.